Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 601 mg/dl after reporting that the ilet was leaking insulin, possibly from the cartridge or connector. The user was treated with IV insulin, fluids, and electrolyte replacement and discharged on (B)(6) 2025. The user has since discontinued use of the ilet.